Manufacturer narrative:
Prior to the repair a visual and functional inspection was performed. During these tests it was found that the retention force of the chuck system was low as it was worn out. As a result it was not able to hold the attached cutter or grinder in position. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: hazard from defective chuck system. The tool can fall out and cause injury. Pull on the tool to check if the chucking system is functioning properly and that the tool is firmly clamped. Wear gloves or a thimble when you check, insert, or remove the bits to prevent injury and infection. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a composite restoration the bur came loose and fell into patients mouth who swallowed it. The bur is an accessory from another manufacturer which we are not aware of. The dentist decided to send patient to get an x-ray to identify the location. On (B)(6) 2021 the bur was detected in upper stomach, a day later it was located in lower stomach and on (B)(6) 2021 the primary medical doctor determined that no further x-rays are necessary as the bur had passed. There was no injury to patient and no medical treatment necessary.